Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was getting boot media error on thr arctic sun device. Biomed had already tried rebooting the device. As per the follow-up response received on 11april2022, biomed stated that there was no patient involvement during reported event. The biomed was provided a price for the control panel and will repair the device onsite.

Manufacturer narrative:
Upon further review, bd has determined that this event was initially reported in error. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was getting boot media error on thr arctic sun device. Biomed had already tried rebooting the device. As per the follow-up response received on 11april2022, biomed stated that there was no patient involvement during reported event. The biomed was provided a price for the control panel and will repair the device onsite.